Event description:
No additional information received from the customer.

Manufacturer narrative:
This report was sent in error as the burned adhesive would not cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid rhinoscope adhesive was burned. There was no patient involvement.